Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to perform rinseback in the event of a leak. Evaluation of the returned cartridge confirmed a leak at the venous patient line located near the port of the dialyzer. The tubing appeared to be pierced from a sharp object. This is unlikely to have occurred during the manufacturing process. All cartridges are 100% leak tested during manufacturing. There have been no similar problems reported for this lot of cartridges. This appears to be a random isolated event. Facility staff was notified of the event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, blood was observed leaking from the bottom of the dialyzer. The nurse advised the operator to end treatment and not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.